Event description:
During a thyroidectomy procedure, after a few minutes of use, and for no apparent reason the instruments caused the generator to shut down and displayed error number five. Procedure was completed by using a different instrument. There was no reported patient consequence.

Manufacturer narrative:
Analysis summary: based on analysis results, this event is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade scratched, cracked and gouged. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use" and "scratches on the blade may lead to premature blade failure." The batch history records were reviewed with no anomalies noted during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.